Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic giant paraesophageal, while suturing the crus, the device was difficult to toggle, difficult to load, and difficult to unload. There was no injury as a result of the event. The needle fell into the patient cavity but was retrieved. The current patient status is no injury. To resolve the issue a new stitch was provided from a different lot code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.